Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion at 9.5cm to 11.1cm from helix tip. One of the ring electrode cables was abraded and broken. The abrasion is consistent with that due to friction to another device.

Event description:
It was reported that the patient received unanticipated therapy due to noise on lead. No capture and low r-waves were observed. Lead was explanted.